Manufacturer narrative:
(B)(4).

Event description:
The patient reported that they had an infection at their implantable neurostimulator (ins) site in (B)(6) 2015. They had symptoms of swelling, soreness, drainage, pain, and they were unable to walk so they went to the hospital. The onset of these symptoms was considered gradual. The patient went to the hospital twice and spent 3 to 4 days in the hospital. The patient's gown was all wet from the drainage at their incision. The patient was given antibiotics. The patient was implanted for non-malignant pain.